Manufacturer narrative:
The customers complaint is verified since the subject controller was received with a blown 3.15 amp raw voltage fuse and unable to power on. Potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event include: (1) a power surge to the subject controller at the customer's facility. (2) an end of life failure of the 3.15 amp fuse on the main board inside the subject controller.

Event description:
It was reported that during a tonsillectomy procedure using a coblator ii controller, the controller completely stopped working mid-procedure. The surgeon had to use stitches to stop the bleeding, which contributed to a 30 minute surgical delay. There have been no patient complications reported as a result of this event.